Manufacturer narrative:
United states customer contacted a siemens customer care center (ccc) and reported intermittent imprecision with the calcium (ca_2) assay on the atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the saline valve, dilution arm reagent 1 (r1) metering pump, r1 arm, sample mixer, and level sense primary control assembly (pca) on r1. The probes and mixers were cleaned and probe alignments and reagent server 1 were verified. The r1 arm was also aligned. In subsequent visits, the cse ran instrument checks. All mixers were detailed, and the cse replaced the dilution and reagent mixers. A realignment was also performed on the dilution ring, reagent ring and sample mixers. Precision study and stress testing were performed and the r1 probe, peristaltic pump tubing, and high-pressure pump were replaced. The integrated multisensor technology (imt) drain was primed 200 times. Subsequently, the drain was observed leaking. The drain was primed after tightening the valve screw and no leak was observed. Valves 13 and 19 were also replaced. System auto-check was performed multiple times. Later, segment c of the reaction ring was replaced. The customer ran quality controls (qc), which were all found to be within specification. Siemens further investigated the issue and determined that potential cause of the imprecise ca_2 results was due to a malfunctioning valve 19. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Imprecise calcium (ca_2) results were obtained on an atellica ch 930 analyzer. It is unknown whether any erroneous results were reported to physician(s). This report is being filed in an abundance of caution as the customer did not provide affected data. There are no known reports of adverse health consequences due to the event.